Event description:
It was reported that prior to a transcatheter aortic valve procedure involving the evfxplus-29, a pre-implant balloon valvuloplasty was performed due to calcification. There was difficulty loading the valve into the delivery catheter system (dcs). Following loading, a misload was identified. Fluoroscopic inspection revealed a frame node overlap at the fourth node of the first valve used. Subsequently, a new valve was loaded into a new delivery catheter system and inserted into the patient. Following initial deployment to a depth of 3 mm, under-expansion of the valve frame was observed. The valve was recaptured and, upon recapture, an infold was observed in the valve frame. The valve and dcs were withdrawn from the patient. Per the physician, nodular calcification on the non-coronary cusp contributed to the infold and expansion issue. A second balloon valvuloplasty was performed due to calcification. The resolution involved changing out the valve and delivery catheter system before implantation. The procedure was delayed by 5 minutes. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012416825); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.